Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they are unavailable. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint op notes were evaluated and furthermore confirm the reported event. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Concomitant medical products: catalog #: 42500606601, femur cemented posterior stabilized (ps) standard left size 9, lot # 62632753. Catalog #: 42532007101, natural tibia cemented 5 degree stemmed left size e, lot # 62530190. Catalog #: 42540000035, all poly patella cemented 35 mm diameter, lot # 62447345.

Event description:
It was reported that a patient had a revision due to pain and instability which included the removal of the tibial lining.

Manufacturer narrative:
Concomitant medical products: catalog #: 42500606601, femur cemented posterior stabilized (ps) standard left size 9, lot # 62632753, catalog #: 42532007101, natural tibia cemented 5 degree stemmed left size e, lot # 62530190, catalog #: 42540000035, all poly patella cemented 35 mm diameter, lot # 62517716. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.